Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 6 failed. A field service engineer (fse) found that full height drawer 6 had failed and identified that the inseparable was missing a magnet. The fse replaced the inseparable and tested the drawer, confirming proper operation. The pharmacy successfully recovered the drawer and verified functionality, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed to open and was not releasing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.